Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was removed and replaced on (B)(6) 2018. The lead had been noted to be dislodged during a previous clinic visit and no atrial sensing was noted. The patient was stable during and after the procedure.

Event description:
New information states that, the patient experienced palpitations and lightheadedness due to right atrial lead dislodgment. On (B)(6) 2018, patient was hospitalized for lead revision.